Event description:
Following transfer from ICU, nurse discovered tubing had separated from pump. It was noticed that fluid level in bag did not agree with pump display. Pump was attempting to deliver the appropriate dosage, but because tubing had disconnected it was assumed pt was receiving partial delivery based upon pt's comfort level. Rptr states tubing had originally been properly seated and there did not appear to be any tension on the tubing. Because system was no longer closed and because of the potential for infection, the entire unit was discontinued and pt was monitored for pain levels.